Event description:
It was reported that during the implant procedure, while slitting the catheter, the lead dislodged. The catheter was replaced with another, and the implant was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.